Manufacturer narrative:
An infection was reported after a chiari decompression procedure in which duraseal was used. A cell culture confirmed the surgical site became infected with staphylococcus epidermis, a bacteria commonly found on the skin. Following re-operation, the pt recovered without further incident. Bench-top testing has shown duraseal does not support microbial growth.

Event description:
A distributor representative from another country reported an infection after a chiari decompression surgery, in which duraseal was used. The duraseal was applied posterior fossa. In 2007, patient presented with headache and was rehospitalized and a cell culture of the wound was done. The cell culture results were positive for staphylococcus epidermis. The following month, a re-operation was done to repair an occipitocervical pseudomeningocoele (csf leak). Intravenous (IV) antibiotics were administered for four days to treat the infection; however, no drain was implemented. Upon further discussion, the surgeon stated that he had removed the duraseal on the same day, which he described as purulent. He also characterized the infection as a deep wound infection. Folling surgery on the same day, the patient recovered without further incident.